Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The device was discarded; therefore, could not be returned for evaluation. Pictures of the device were received for evaluation. The pictures confirmed the balloon burst and that there were no missing pieces. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, patient factors (a heavily calcified stj) likely contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, upon deployment of a 26mm sapien 3 valve in the native aortic position via transfemoral approach, once the commander delivery system balloon was fully inflated, the balloon burst. The commander delivery system was removed through the 14f esheath without incident or injury to the patient.  Ultrasound was used to image the sapien 3 valve and no leak was noted.  Valve was not post-dilated. The patient had a heavily calcified stj. A bav was not performed.